Event description:
The patient's device was explanted in '08 during surgery to remove a cholesteatoma. The pt has an implant in the contralateral ear. There were no reimplantation plans reported at the time of this report.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.